Event description:
Physician reported a left side intracapsular rupture and seroma. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Physician reported a left side intracapsular rupture and seroma. Device has been explanted and replaced.

Manufacturer narrative:
Continued d6b. : explant date not provided. No information. Photo analysis results: visual analysis of the photographs identified: broken shell. Brown particles in the shell and gel. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Physician reported a left side intracapsular rupture and seroma. Device has been explanted and replaced.